Manufacturer narrative:
(B)(4). Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. One arcos 3.5mm hex drive was returned and evaluated. Upon visual inspection the tip of the device had fractured. There is a wear line around the shaft of the device near the fracture. Xrf analysis found the hex driver material to be within specification. Fracture surface artifacts suggest a torsional overload fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the screwdriver broke when applying torque for preassembly of implants during the surgery. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.